Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to j6 connector resistance issue. No unexpected low battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 162 mg/dl. Customer stated that the pump had received power error detected alarm. The customer was advised to wait until the light stops flashing (about10 min later) a enter new battery. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.